Event description:
It was reported that arteriotomy closure of a mildly calcified common femoral artery (cfa) was achieved using a proglide device after a heart catheterization procedure and the patient was sent home. Approximately 6 days later, the patient came back to the e.r. (Emergency room) with a cold leg. The cfa was explored and it was found occluded. It seems that during the procedure a flap developed in the cfa and through out the days thrombosed causing the occlusion. The cfa was ballooned and stented to treat the occlusion and the access site was surgically closed. The physician is not certain of what caused the flap that resulted in the vessel occlusion. The physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The safety and effectiveness of the perclose proglide device have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. It is indicated that the devices are not returning for evaluation. This incident reported only patient effects with no allegation of a device issue and, as such, is not on its own an indication of a product deficiency. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.